Event description:
It was reported that the driver which was used with the headless pin moves eccentrically. The surgeon used a spare product and the procedure was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding eccentric movement of a scorpio headless pin driver was reported. The event was confirmed. Dimensional, functional and tolerance analysis confirmed the event as the device was found to move eccentrically and an angle was created between the headless pin driver and the pin. Medical records received and evaluation: not performed as the event was not related to patient factors. Device history review: devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar reported events regarding an eccentric movement. There have been no other events for the referenced lot. The event was confirmed as the subject device created an angle when assembled with its mating pin. Dimensional analysis measured an angle less than the allowable angle allowed by the device design as per the tolerance analysis performed. No further investigation for this event is possible at this time. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the driver which was used with the headless pin moves eccentrically. The surgeon used a spare product and the procedure was completed.